Event description:
Caller states patient received the following results on the inform system within 10 minutes: 413 mg/dl, 135 mg/dl, and 134 mg/dl. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.